Event description:
Biomed was doing preventive maintenance (pm) testing on this pump and during rate accuracy testing, found that the infusion flow was abnormal. He said it would do a few drips and then squirt fluid. At the end of the rate accuracy test, the fluid free-flowed. He then opened the door and didn't see anything abnormal. When he pushed in on the occluders, then the flow stopped. The pump failed the rate accuracy test. Customer did not have any report of any pt incident with the device. No additional info was available.

Manufacturer narrative:
(B)(4). The pump will be returned to the MFR service department. It has not been received.